Event description:
It was reported that the patient had to come back after the initial surgery because there was a bleed. The initial procedure had no issues or errors. It was unknown which type of case it was. The original procedure was on (B)(6), the patient returned to the hospital either the same night or the next morning. The patient has since been discharged from the hospital. The surgeon stated that there was approximately 4 units of blood lost. The instrument was disposed off. Lot number unknown.

Manufacturer narrative:
(B)(4) information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested: what was the initial procedure? What other instruments were used during the initial procedure? Where was the bleeding from? (State where). Was the bleeding from an area were the harmonic devices was used? How was the bleeding controlled in the 2nd procedure? Was a transfusion required? What was the size of the vessel or artery? Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit?

Manufacturer narrative:
(B)(4). Additional information received: what was the initial procedure? Lap resection of sub diaphragmatic mass. What other instruments were used during the initial procedure? Bovie w hook. Where was the bleeding from? (State where) proximal short gastric vessel. Was the bleeding from an area were the harmonic devices was used? Yes. How was the bleeding controlled in the 2nd procedure? Lap clip (ethicon). Was a transfusion required? Yes. What was the size of the vessel or artery? 3-5mm. Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Heparin post op. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No/no. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? No. What was the total blood loss? 2l. What was the patient¿s pre-op hemoglobin and hematocrit? First case 12.3 / 38.8. What was the patient¿s post operative hemoglobin and hematocrit? Second case 7.3 / 23.6. Is this surgeon a long-time harmonic user; has he adapted or modified his technique with the introduction of att? Yes/no. What power level was used on whatever structure that had the bleed? 3/5.